Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reports, broken top tooth on the last retainer. And the teeth are not fully aligned, especially the front tooth. The patient, also reported, chipped tooth and tooth discoloration. Dental history includes broken teeth or fillings.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.